Event description:
Per the clinic, the patient developed an infection and experienced pain, swelling and bogginess over the magnet site. Subsequently, serous fluid aspiration was done from the swollen site (specific date not reported). Eventually, the patient was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The device was electively explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.